Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the early morning of (B)(6) 2012. The patient manages her diabetes with insulin. It is not known if the patient made changes to her usual dose of medications at the time of the alleged issue. About 30 minutes after the start of the alleged issue, the patient claims she felt a symptom of shaky. The patient reportedly administered self lantus insulin (10 units) and, later, took more food and/ or drink. The patient denied testing on another device. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.